Manufacturer narrative:
H11: additional manufacturer narrative: updated sections h6 (investigation findings, investigation conclusions) svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and hyperlipidemia, coronary artery disease. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The subject device is not available for evaluation as attempts were made to retrieve the device, but no device was returned. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b2, b3, b5, b7, d6b, h6 (health effect - impact code, health effect - clinical code). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported through clinical safety partner 3 clinical trial that a patient with a 19mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 7 months due to calcification with severe stenosis. The explanted valve was replaced with a 21mm 11500a valve. Per source documents, the patient presented with lightness. Pre-op tee: av stenosis, ava 0.6 cm2, mg 48mmhg, mildly thickened and restricted leaflets, 60-65% lvef. Echo showed severe stenosis. The patient underwent redo avr. Intraoperatively native mitral valve found with mr/restricted leaflet and valvuloplasty was performed. The av had calcification on 2 leaflets with restricted motion and was dissected free. The annulus was small and required annular/aortic root patch enlargement and aortoplasty. A 21mm 11500a valve was implanted with non-pledgeted sutures and secured with cor-knots. Post procedure tee showed well-positioned av with normal leaflet motion and no pvl, mg 9mmhg. The patient was transferred to the cicu in critical, but stable condition and discharged on pod #6.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through clinical safety that a patient with an ew surgical aortic valve has been placed under evaluation for a valve explant procedure after an unknown implant duration due to stenosis.